Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a right ventricular assist device (rvad) was placed post operatively for right ventricular dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right heart failure could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.